Event description:
End user reports that historically he experienced uti's years ago. He reports having used another product of ours that he experienced multiple utis with. He said over the years since about 2023 he has used our gc glide air for men in both sizes 12 and 14 at various times most recently, he has used the size 12. He always seems to get utis shortly after using them with travel. He said the coil and the sleeve design being so long make it hard for him to insert it having to go in and out often with insertion he said, and he could be inadvertently contaminating it with use. He tries to be careful with hygiene and washes hands and cleanses penis prior to insertion. He reports he recently got back from a trip with use of his 12 fr gcafm and shortly after starting to use it he got a uti. He said his md called in a script for him of a broad-spectrum antibiotic without a urine culture, he took it for 5 days and felt better for about 1 or 2 weeks after completion but did go see his md at his return for urine testing. The ua looked clear in office. He notes he used one of these gcafm when he did the sample in the office as well. He reports he started to get his uti symptoms shortly after that of frequency /urgency and his urine culture sent out did grow bacteria and he was diagnosed with another uti. This time a 10-day course of a different oral antibiotic was prescribed, and he finished that course on (B)(6) 2025. It was then on (B)(6) 2025 he started using the catheters as noted. With these recent 2 utis he said he has had a total of "4 or 5 utis" over the years since 2023 since using our gcafm in both sizes 14 fr and 12 fr as he has used both. Each time he gets his symptoms of frequency, urgency, cloudy urine and will go to a urine specimen at his urologist office and then be prescribed an oral antibiotic which is usually 5 days as directed by his md to feel better. He reports when he is traveling, he will use these and time and time again shortly after starting to use them he will get a uti. He said he could go for months having used our gc glide and not had a uti but as soon as he switches to the gcafm he will get a uti. He reports he has not had utis with other catheters he has used in the past for long time periods. He prefers how the gc glide drains him and feels it is most comfortable. He has been advised to not continue to use gcafm catheters. He reports he has already discarded them and agreed that he did not want to continue to use this product. No photo available. This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter associated with the utis.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.